Manufacturer narrative:
The reason for this revision surgery was reported as locking ring broke. The previous surgery and the surgery detailed in this event occurred 1.8 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history record show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to broken locking ring. There were no findings during this evaluation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event.

Event description:
Revision surgery - locking ring broke. Patient had to have a revision. The surgeon called biomet for the revision so we were not notified about the case.